Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and download was performed and passed. A device data log download was performed and confirmed the allegation. A root cause could not be determined.